Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwd) experienced persistent high glucose. At approximately 6:00 am, the pwd stated that their glucose had been 650 mg per dl. The pwd had not required emergency medical services. They had reported feeling thirsty and nauseated but had been drinking fluids, including water and gatorade zero. After administering insulin via mdi, their glucose had lowered to 240 mg per dl. Following breakfast, their glucose had risen again to 518 mg per dl. The cgm had read ¿high,¿ which the pwd had confirmed with a finger stick. The pwd stated that they had changed their infusion site about one hour prior and had not tested for ketones, as no ketone strips were available. The cps had discussed potential causes of the elevated glucose. The pwd had changed their site and non-ICU med cassette on 30-jan-2026 at 8:30 pm. The glucose had risen overnight, and upon waking with a high reading, the pwd had attempted correction with an injection but had not changed the site at that time. After consuming 35 g of carbohydrates, glucose had read ¿high.¿ the pwd had bolused for carbohydrates and protein consumed. Approximately one hour prior, the pwd had decided to change the infusion site. The pwd had described the previous site as being placed near abdominal scar tissue from an appendectomy/hernia repair with mesh, and it had been discussed that scar tissue could impact insulin absorption. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient details were provided: the patient is a white non-hispanic/latino female, born on (B)(6) 1968 and weighing 170 lbs.